Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: d4 "UDI," d8 and h6. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the customer aspirated water through the instrument/suction channel. The customer stated there were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in detergent. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the customer brushed the instrument channel, instrument port, and suction cylinder. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be detected and prevented by handling the device in accordance with the reprocessing method described in the cleaning manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, the cysto-nephro videoscope, had internal water intrusion. The issue was found at an unknown event. The procedure was unknown. There were no reports of patient harm. The device was returned to olympus and the evaluation found that a foreign object came out of the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: up/down angulation lever plate is sticky; universal cord is sticky; light guide bundle is slipping down; control unit is sticky due to water leakage; residual liquid or foreign material come out of channel tube; due to a pinhole on channel tube, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a discolored area; connecting tube has a wrinkle; universal cord has a wrinkle; electrical contact of video connector is shaved; the angle wire became longer than normal; due to corrosion, switch1 does not work; due to corrosion, switch3 does not work; video connector case is deformed; indication on light guide connector is not correct; due to wear of angle wire, bending angle in upwards direction does not meet the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.